Manufacturer narrative:
The device was received with the soft cannula fully deployed. The soft cannula was observed to stretched and bent. The cannula was measured to be stretched out of specification. The fluid leak test was run, and fluid was observed to leak form a tear in the exposed portion of the cannula. The download data from the pod contained no timeouts or drive stalls, indicating that damage did not occlude the fluid path. The cause and timing of the cannula damage could not be determined. The bottom housing vent was observed to be punctured. The investigation of the device and data indicate that the housing vent damage did not impact the functionality of the device. The cause and timing of the housing vent damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.a166usqs6czb6, hardware: sm-a166u, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 458 mg/dl while wearing the pod between 4 and 58 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. Additionally, the patient reported receiving a communication error with the cgm.